Event description:
Healthcare professional reporting, rupture of left device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs. A device with an opening, has red particles on the surface of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reporting rupture of left device. Device has been explanted and replaced.